Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) went into auto standby. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) went into auto standby.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The iabp was deemed safe to operate.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.